Manufacturer narrative:
(B)(4). Available info suggests a significant degree of distraction and compression was required, and the rod was noted to be relatively short with little excess length past the screw connector. This, coupled with the actions necessary to effect correction of the deformity pathology may have contributed to the reported event. It is unk if the pt suffered a fall or impact. Fusion is progressing and the pt reportedly is doing well. The surgeon indicated there is no reason for revision surgery at this time. No screw or rod part number nor radiographs have been provided as of this date. Two other similar events have been reported. Implanted population is greater than 90,000 units. No revision surgery has occurred in these cases. Labeling review notes the following: "potential risks identified with the use of this device system, which may require add'l surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury."

Event description:
A pedicle screw and rod construct was implanted on or around (B)(6) 2012. The rod was noted to have disengaged from the tulip and lock screw at the 6 week f/u examination. Total number of spine levels involved were unspecified. The affected level is the most superior of the construct and the screw and lock screw were noted to still be in place but the rod had become dislodged.